Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr2473 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported proximal lumen yielded blood and appeared fine but then a vey small bubble of water was seen on the lumen indicating pin prick hole of the proximal lumen. No other information was provided.